Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and determined that the external retaining ring to the light handle assembly was damaged resulting in the reported event. The lighting system subject of the reported event is not under a steris service contract for preventive maintenance. The user facility is responsible for all maintenance activities. A steris service technician replaced the light head subject of the reported event, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their light handle assembly detached from a harmonyair a-series light head prior to a procedure. The handle assembly did not fall but rather remained connected to and supported by the light head wire harness. The procedure was completed successfully. No report of injury.